Manufacturer narrative:
(B)(4). Additional information: the affected device was received for evaluation. The unit was returned containing approximately 105 ml of solution in its reservoir. Visual inspection on the returned unit, via the naked eye, revealed no signs of blockage or physical abnormality that could have caused the reported condition. A functional flow test was performed and flow was observed at the distal luer. The device operated within the desired product specifications. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was observed while priming a small volume infusor device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.